Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo 13.7, -11.00 diopter implantable collamer lens in patient's right eye on (B)(6) 2016. Excessive vault was noted. The lens was explanted and was exchanged for a shorter lens with similar diopter size on (B)(6) 2016. This resolved the problem. Post-op visit on (B)(6) 2016; ucva was 20/20. See MFR #2023826-2016-00629 for left eye.

Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Visual inspection found the haptic torn/broken/bent/deformed. Foreign material (unable to specify) was found on the lens surface. (B)(4). Conclusion: as per dfu for this lens model, implantation of this lens in an individual below the age of 21 years is contraindicated. This patient was 20 years old at the time of implantation. Claim #(B)(4).